Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled;the use of thoracic stent grafts for endovascular repair of abdominal aortic aneurysms. Vp bastiaenen, mgj snoeijs, jgam blomjous, j bosma, vj leijdekkers, rc van nieuwenhuizen and ac vahl. Doi: 10.1177/1708538117733909. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of 60mm abdominal aortic aneurysm. The patient had an aortic neck diameter of 33mm measuring 46mm in length. It was reported on the 30 day follow up CT the patient had a type ii endoleak from an accessory renal artery. 13 months post the index procedure the patient developed a type ia endoleak with aneurysm expansion of 10mm that was left untreated due to dementia and poor functional status. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.